Manufacturer narrative:
A service engineer (se) evaluated the device and reported that the customer confirmed that the device had shut down. The customer reported that the device was plugged in to charge; while the device was charging, the device was making a humming sound, the customer then unplugged the device to prevent any damage. The se reported that they attempted to turn the device on, but the device would not power on by battery. The se then plugged the device in to an outlet, and the device powered on; it was observed that the device had displayed error code 1124 (battery failed). The se verified that the power management (pm) board was equipped with correct firmware version (1.30), and inspected the event log. The se reported that no errors were found prior to or at the time of shut down. While in service mode, the battery volts were listed at 9.36 volt. The se let the battery recharge for one hour; however, it was reported that the charging was slow. The battery was then replaced with a fully charged battery from a working v60. The se confirmed that the fully charged battery was depleting even though the device was plugged in & charging icon was on. The se replaced the power management board to resolve the issue. The device passed all testing and was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shut down unexpectedly. The device was in clinical use when the issue occurred; the device was removed from service. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
H10: g: contact information (B)(6).